Manufacturer narrative:
Implant regio 12 fractured. Construction was a bridge placed on the implant. Patient suffered from peri-implantitis following bone loss and implant instability. Material analysis concluded inhomogeneous mechanical overloading of the implant and patient related bruxism. The long-term fracture of the screw must be considered relevant to the implant fracture.

Event description:
Implant fracture.

Event description:
Implant fracture.